Manufacturer narrative:
The ge service rep performed an on-site investigation. The monitor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems' left monitor failed to display an image. No report of pt injury.